Event description:
Patient developed an immediate reaction after an anoscope test where a scope is inserted in the anus. The patient's reaction was anaphylaxis. Reaction symptoms began about ten minutes after the procedure and involved facial swelling and redness, lip swelling. The patient used a self-prescribed antihistamine, xyzal that he carried with him. He also carries an epi pen but did not use it. His symptoms resolved after taking the medication. The patient has a known allergy to polyethylene glycol which is an ingredient in the e-z lubricating jelly. A product ingredient statement and msds was requested.

Manufacturer narrative:
The patient had a known allergy to polyethylene glycol which is an ingredient in e-z lubricating jelly which was the root cause for the reported reaction. The patient used a self-prescribed antihistamine, zyzal, and his symptoms resolved after taking the medication. He was discharged without further complications. The nurse requested and received a copy of the lubricating jelly ingredient statement and an msds.